Event description:
The pt had a catheter revision due to the catheter leaking; the catheter had a fracture/tear. Following the revision, they changed the drug concentration because the old concentration was too high; the pt was naive to the drug due to the catheter fracture/tear. The old concentration was not removed from the pump tubing. They wanted to do a bridge; however, the dose ordered by the physician was too low to deliver the drug that remained in the pump tubing. They attempted to remove the system contents and were unable to aspirate from the catheter access port. The device system was used to deliver dilaudid. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).